Manufacturer narrative:
(B) (4) the user interface module master software version is (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a defective user interface module printed circuit board and intermittent irregular pulse at q55 component. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
After almost 2 years of implantation, this pacemaker was explanted because of erosion and an infection. It was reported that the device was exposed through the skin.

Event description:
Initial information received from a consumer on 06/07/2010: a (B)(6) female received treatment with poly-l-lactic acid (sculptra aesthetic, lot # and exp date unk) for cosmetic purposes around (B)(6) 2009. Consumer reported that she received poly-l-lactic acid for the first and last time around the last of (B)(6) last year. She doesn't know how much was injected. She stated she noticed a potential reaction last saturday "about a week ago" , and she really noticed it on ((B)(6) 2010). She started having pain in her jaw and inflammation. She has large lumps where they injected around her jaw on both sides and they are "straight down" from her lips on both sides. She stated that all of the sudden she experienced swelling in her cheeks. She reported that it was the discomfort that made her notice the lumps. She stated that the lumps are the size of the end of the thumb nail and that they feel pretty big and they are everywhere. She stated that they are "fibrous tissue things." She stated that she was injected into the cheek area and around the jaw line and in the corner of the lower lips. She has taken ibuprofen and it "seemed to help some." No concomitant medications or medical history reported. No further information reported.

Event description:
The facility reported to the (B) (4) on (B) (6) 2010, a colleague infusion pump in which when the pump first turns on the pump keeps restarting itself for a long (unspecified) period of time and then turns itself off. The event was reported to have occurred during biomedical servicing on an unspecified date. There were no alarms or failure codes that occurred. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4) the pump has been received at baxter and will be evaluated. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)